Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant it was noted the patient's atrium was too large and the lead could not be firmly fixed. The lead dislodged. A new lead was implanted. No patient complications have been reported as a result of this event.